Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This is potentially reportable as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/09/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/15/2016 with the following findings: the pump powers up with a hard ¿cs007¿ eeprom read failure alarm upon start up, unable to verify steps. Reported ¿cs007¿ complaint is duplicated. The pump¿s cover was removed, no intermittent condition was found to the pcb. Unity test code downloader tool application v 1.0.0 was used to upload test code v 1.0.7 to master/slave/periph processors as per (6001112). The upload was successful, pump powers up and display just ¿msp¿ instead of ¿msp2¿. The (2) is the eeprom communicating properly hence the diagnosis that the failure is in this area since it is missing from the display. Eeprom failure is concluded.